Event description:
During in-house testing the unit would program for infusion with the plunger retainer not being properly loaded. The unit did not alert syringe plunger. The customer had returned the unit stating that the unit was alerting load syringe plunger.